Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a patient notifier. High, out of range, hv lead impedance was observed. Dfts were performed and within normal limits. Patient will be monitored.